Manufacturer narrative:
The reagent lot number was 916950. The expiration date was not provided. The field service engineer found slight leakage at the base of the reagent syringe and found that the seals were loose. He adjusted the ultrasonic mixer, cleaned the reagent lines from the syringes through probes, cleaned the incubation bath, checked the rinse head, checked and adjusted blank cell, detergent, rinse levels, and replaced the gear pump. He also replaced all reagent and sample probes. The investigation was unable to determine a specific root cause. The issue appeared to be resolved by the service actions.

Event description:
There was an allegation of a questionable magnesium gen.2 result from the cobas 8000 cobas c 701 module. The initial result was 1.89 mmol/l with a data flag. The repeat results were 0.86 mmol/l and 0.84 mmol/l.